Manufacturer narrative:
The condition of failure code "403": "317": "871": "0000" during patient use, was not confirmed or duplicated, therefore, an assignable cause cannot be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of failure code 403. (B)(4).

Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump in which failure code "403": "317": "871": "0000" occurred. The reported condition occurred in the progressive care unit, during patient infusion causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.